Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, it was noted that the lead exhibited failure to capture. The lead was not used and a new lead was implanted. The patient was discharged.